Event description:
Left cyst aspiration. Cytology and culture and sensitivity history: post bilateral mastectomies, bilateral implants, status post recent left node biopsy that revealed foreign body giant cell reaction. Pt had fluid accumulation around left breast implant culture and cytology and flow cytometry was taken to rule out large cell lymphoma.